Manufacturer narrative:
The sureform 60 stapler instrument and multiple white reload accessories were re-evaluated by the intuitive surgical inc., (isi) quality engineering (qe) team. Following information was obtained : the probable root cause of the reported complaint is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument read the wrong color. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument and multiple white reload accessories to perform failure analysis. The instrument was analyzed and was found to have a lodged staple in the I-beam assembly. As a result, the bevel spur gear was binding , and I-beam had stalled in the lockout area, which cause the instrument to fail reload recognition. A review of logs further confirmed that instrument had multiple reload recognition failures. The white reload accessories that were an associated products returned with the stapler instrument were analyzed by failure analysis team. The accessory (48360w-08) was returned fully fired. Visual inspection showed that reload had a lodged staple that was wedged behind the exposed knife at the blade stopping point. Further inspections showed that reload had a cartridge damage. A piece of the cartridge was found to be wedged in between the reload at the front end of the exposed knife, causing it to jam. The piece was removed and the shuttle was found to be fully deployed. The reload cover was removed, the shuttle was pulled forward to allow access to the knife. The blade was found to be damaged and had mechanical indentations on it. The probable root cause of lodged staple is attributed partially or wholly to the misuse/mishandling of the device including sample handling.